Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added g2: report source updated g3: date received by manufacturer added g6: type of report h2: follow up type h3: device evaluated by manufacturer updated to no h4: device manufacturer date added h6: health effect updated 1994-pain h6: device code updated to 2993: adverse event without identified device or use problem h6: investigation code added to 4114: device not returned h6: investigation code added to 4119: insufficient information available h6: investigation code added to 3331 - analysis of production records h6: investigation findings code added to 3221: no findings available h6: investigation conclusions code updated to 4315: cause not established h10: additional narratives/data

Event description:
It was reported by the sales rep that the patient stated the bhs is causing her severe muscle pain. Patient stated she had severe muscle pain and headache while using spinalpak states she received unit (B)(6) 2020 and pain started 2 days after using it. Pain level is a 10. States pain was very bad a night. Did not increase her daily activities. States she has not spoken to her doctor. Advised her to conduct a time test atone hour increments after the pain subsides. Treat 1 hour per day for the first three days. If she do not experience any pain, she should increase treatment time. Advise her to call back with any issues during the time test.

Event description:
It was reported by the sales rep that the patient stated the bhs is causing her severe muscle pain. Patient stated she had severe muscle pain and headache while using spinalpak states she received unit (B)(6) 2020 and pain started 2 days after using it. Pain level is a 10. States pain was very bad a night. Did not increase her daily activities. States she has not spoken to her doctor. Advised her to conduct a time test at one hour increments after the pain subsides. Treat 1 hour per day for the first three days. If she do not experience any pain, she should increase treatment time. Advise her to call back with any issues during the time test.